Event description:
It was reported that the user experienced elevated blood glucose after confusion about meal announcement guidance, including whether to submit multiple back-to-back meal announcements for a high-carbohydrate meal versus following a standard guideline of one meal announcement per hour. Symptoms included hyperglycemia with a reported peak of 260 mg/dl and elevated glucose for a few hours without ketosis, loss of consciousness, or other acute symptoms. Outcomes included no alerts above 300 mg/dl for over 90 minutes, no use of backup therapy, no ketone testing, and no medical intervention or assistance. Investigation included a customer care review and referral for additional training regarding appropriate use of meal announcements and avoidance of using meal entries as corrections. Investigation of this case revealed user confusion regarding operating instructions and meal announcement practices. It was concluded that the event was related to use error and inadequate training rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.